Event description:
Welch allyn factory service reported that the device displayed a defib error 11.

Manufacturer narrative:
Manufacturer's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed a defib error 11 code and isolated the failure to a cracked solder joint at an ic chip on the fire control circuit board. This opened the circuit and caused the loss of a required signal. With the loss of the signal, the error code is generated. Replacement of the circuit board resolved the issue. Upon completion of repairs, the device passed release testing and was returned to the customer.